Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate. 3rd of 4 related files. The following information was provided by the initial reporter: consumer also stated that the pen is difficult to depress at times.